Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the ICD was unable to be interrogated by an updated merlin programmer. The ICD was reset with the use of a non-updated programmer, resulting in successful interrogation and restored bluetooth pairing. There were no patient consequences.

Manufacturer narrative:
The reported event of an interrogation anomaly was unable to be confirmed. The logs provided were reviewed by abbott engineering and did not display any evidence of a device interrogation anomaly. Additional information was requested from the field, but was not available.